Event description:
The customer reported a damaged flow calibrator vial was received involving access folate calibrators. The customer stated the bottom of the vial was broken. The box container was not damaged. The customer had on appropriate personal protective equipment (ppe) at the time of the event. Patient results were not impacted. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. Beckman coulter, inc. Sent a replacement kit to the customer.

Manufacturer narrative:
There is no indication the device was returned for evaluation. (B)(4).